Event description:
(B)(4) clinical study it was reported that during a percutaneous transluminal intervention, dissection occurred. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 95% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.5x24mm perseus sv stent. Residual stenosis was 0%. Post predilation with a 2.5x20mm maverick balloon, a grade d dissection was seen. The lesion was treated with the placement of a stent. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).